Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient was presented with a dislodged flap with epithelial ingrowth in the right eye (od) at 3 day post-operative exam. The surgery center indicated the patient had come in with a dislocated flap on the od. The patient commented on having blurry vision, uncomfortable and unable to open eyes. The patient experienced loss of best corrected visual acuity (bcva). Oral steroids (prednisone 20mg every day) were prescribed and topical steroid dosage was increased to resolve symptoms. The epithelial ingrowth was removed and required the flap to be smoothed out. Bcva from (B)(6) 2017: right eye pre-op 20/20 -1.25 x -.75 x 35; left eye pre-op 20/20 -1.25 x .00 x 90.